Event description:
Based on photographs received and not physical analysis co has concluded that the material on both front side rails appears to have torn away at the front of the base. This may have caused the user to fall and break their left femur. Physical analysis of the device must be performed to confirm co's initial analysis.